Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instruct the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
Customer called to report having had 2 episodes of hypoglycemia while wearing this pod. Customer had to call the ambulance at one point because he said, he was dizzy and felt very bad. Customer was treated with glucagon by the emts. No further information is available.